Manufacturer narrative:
Conclusions: the customer was using a cable not manufactured by philips. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the device showed an abnormal waveform. The device was in use on a patient and there was no adverse event to patient or user.